Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 480 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient gave correction boluses of 12 units of insulin. The pod was discarded and the ketones were positive.